Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump history was noted to be missing and indicated a data log corruption. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.